Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a performa meter, compared to a professional meter, within 15 minutes: 138 mg/dl (performa) and 447 mg/dl (professional meter). The customer made the comparison before the expiry date of the strips.